Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product shows signs of repeated use and that it is fractured. Device history record was reviewed and no discrepancies were found. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the impactor fractured during placement of the femoral trial. No adverse events have been reported as a result of the malfunction.